Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis and x-ray found clavicle crush damage in the middle region of the lead. The outer coils were fractured and separated with damage noted to the outer and inner insulation in this region due to clavicle crush forces at 23.2 cm to 24.7 cm from the connector pin. The cause of the reported events was isolated to the breach of the outer, inner insulation and the exposure of the coils consistent with clavicle crush forces.

Event description:
Related manufacturer reference number: 2017865-2021-15999. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead and the atrial lead were oversensing noise and the right atrial lead also exhibited low impedance. The right ventricular lead was explanted and replaced. The atrial lead was also explanted; however, a decision was made to plug the ra port and program the device. The patient was in stable condition.